Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports having a patient who had a 28cm palindrome catheter inserted on (B)(6) 2015. The patient was dialyzed immediately following without any problems. When the patient was dialyzed again on the morning of (B)(6), we were not able to withdraw from her arterial lumen therefore had to run her reversed. It was noted soon into her run that there was blood leaking from the arterial lumen. Just below where the clamp is on the arterial lumen there is a pin-sized hole and blood was bubbling out quite slowly. The catheter was replaced. There was no patient injury.

Manufacturer narrative:
Submit date 01/27/2016 the device history record (DHR) was reviewed and no deviations related to this issue were found. There are no non-conformances related to the reported issue for the reported lot. No changes were identified that may impact the product/process related to reported condition. A palindrome catheter was received inside a generic plastic bag that presented signs of use (remains of blood). A visual inspection was performed and a hole was found on the arterial extension. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for the reported amount of time. Moreover, 100% devices are inspected for leaks or cuts in the extensions per product specification. The most probable root cause for the leakage from the arterial lumen could occur during use as a result of the use of sharp objects, repeated clamping or other similar damage as described in the instructions for use. The evidence provided is enough to discard the manufacturing process as a potential cause. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per the product specification, manufacturing performs 100% leak testing and a 100% visual inspection at the final stage of production which would identify this issue in the catheter assembly. No additional corrective actions are required. This complaint will be used for tracking and trending purposes.